Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while pulling a 1.1mm threaded guide wire out of the patient during a procedure, the tip of the wire broke off. All of the pieces of the devices were retrieved. No patient harm or surgical delay was reported. It was also reported that on (B)(4) 2014, the radial head was excised and then replaced. The event caused a surgical delay of 15-30 minutes. This report is 1 of 1 for (B)(4).